Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 453 mg/dl at the time of incident and other blood glucose value was 361 mg/dl. The customer was assisted with troubleshooting. The customer was treated with bolus for high blood glucose. Customer stated that insulin pump had cracked on front part. Customer stated that they did not alleging insulin pump for under delivering. Customer reports they did contact their health care professional regarding the high blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked lcd display window corners noted. Device passed displacement test.